Event description:
Boston scientific received information that shortly after an implant procedure, this left ventricular (lv) lead exhibited a rise in threshold measurements. A lead dislodgment was suspected. A revision procedure was performed and the lv lead was replaced and surgically abandoned. No adverse patient effects reported.

Manufacturer narrative:
The lv lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.